Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with a percept rc implantable neurostimulator (ins) showed recharging issues that continued despite having replaced the recharger. Potential causes were reviewed along with best recharging practices. It was reported that the difficulty charging occurred after the patient received breast plastic surgery. The patient is receiving an x-ray to determine the depth of the ins. Additional information was received from the manufacturer representative (rep) reporting that the patient was experiencing serious difficulties with recharging, can take up to 4 hours with a lot of connection losses. The rep recalled, up to 2cm should be fine for fast recharge, up to 3cm maximum implant depth, but compromising connection quality with recharger. As previously stated, the patient had a breast plastic surgery, and the depth issue has been taken into consideration. The patient was already requesting to roll back to a non-rechargeable ins. The x-ray was provided showing the depth of the ins was 23.79mm. The x-ray was reviewed by technical services. It was rather hard to determine whether the ins was parallel to the skin or not. Looking very closely, it was suspected that the ins might be tilted a little. However, would need to see a lateral image to draw any more certain conclusions.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the rep reporting that it was confirmed that the ins was tilted. The patient was scheduled on (B)(6) 2026 for a surgical intervention, the plan was to relocate the same ins to a superficial position.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information stated that the patient was reluctant to take another surgery. They stated during the past week the coupling and recharge speed had improved but was still suboptimal.